Event description:
Bd phaseal optima protector (p28-o). Lot: 2502706, model/catalog#: 515063, manufacture#: bd country of origin: spain, expiration date: 1/31/2027 unique device identifier (UDI)#: (B)(4). Product malfunction, air balloon never inflated. Technician was unable to extract medication (cisplatin).